Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-04. H6: investigation summary: sample and photos received for investigation, with reference (B)(4) and three possible lot numbers were given: 210036, 2011094, 2103062. Lot number 210036 is not valid as one number is missing. Upon visual inspection, it can be observed a syringe with a longitudinal crack along the barrel that starts at the round edge of the syringe. No other damage can be noticed in the picture, like touches or hits that could have been produced in assembly machine. A device history review was performed for the potential lots 2011094, 2103062 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll had a cracked barrel. The following information was provided by the initial reporter: "we had a bizarre incident with a 50ml syringe fracturing during use. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had a cracked barrel. The following information was provided by the initial reporter: "we had a bizarre incident with a 50ml syringe fracturing during use. "